Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation as reported, prior to patient contact, the user detected the distal end of the basket sheath on a entrap stone entrapment and extraction device was kinked, affecting the opening/closing of the basket, another same device was used to complete the unspecified ureteral surgery. There were no adverse effects to the patient reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control procedures, as well as a visual inspection and function test of the returned device, were conducted during the investigation. One device was returned in an open package with label. Upon inspection there were two kinks at the distal end of the sheath. The basket was able to be opened with some effort. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for the reported complaint lot records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntp_ rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the sheath damage could not be established. It is possible the observed damage was preventing the basket from opening at all when tested by the user. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior to patient contact, the user detected the distal end of the basket sheath on a ntrap stone entrapment and extraction device was kinked, affecting the opening/closing of the basket. Another same device was used to complete the unspecified ureteral surgery. There were no adverse effects to the patient reported.

Manufacturer narrative:
E1: (B)(6). G4: PMA/510k #¿ exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.